Event description:
During verification testing at the mfg facility, the device displayed e175 (watchdog error) and e626 (audible alarm) without sounding an audible alarm tone.

Manufacturer narrative:
During testing, the device displayed e175 (watchdog error) and e626 (audible alarm) without sounding an audible alarm tone. This was due to spillage and corrosion throughout the micro controller unit printed circuit board. The spillage and corrosion are due to use of the device in the customer environment. Event problem: the event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel. (B)(6).